Manufacturer narrative:
Per - (B)(4) combined report. Post primary and pre revision x-rays, operative notes and patient details were requested in order to progress with the investigation of this event, however, it was confirmed that this information was not available. Device part numbers and lot codes and the explanted devices could not be provided for and thus the manufacturing records could not be identified and the explanted devices could not be reviewed. Infection is a known complication with any hip surgery and these devices had been implanted over 15 years. Based on this, corin are unable to conduct any investigation or determine the root cause of the event and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet / taperfit revision after approximately 15 years and 6 months due to infection.